Event description:
Hcp reported the pt presented with an increase in pain. They tried increasing the pt's medication by 10%, but the pt was hesitant to increase it anymore as they had done so well for so long. They also noted volume discrepancies since january. While out of town on vacation, the pt went into withdrawal with symptoms including shakes, sweating, spasms, an increase in pain, nausea, and diarrhea. A catheter dye study was done that showed the catheter to be intact. A rotor study showed a pump stall. The pump was replaced and returned to the manufacturer for analysis. The pt was last seen in the clinic in 8/2002 for a refill. The pt is feeling better now and the exact amount of residual was removed from the reservoir.